Event description:
Pt was revised to address infection. The patella was also loose at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusion about the reported event based on the provided info. Provided info stated the product was not suspected of failing to meet specs or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.